Event description:
During a ptca/stent procedure in the pt's right coronary artery, the balloon ruptured during the second inflation between 16-19 atms inside the stent. The balloon still appeared inflated despite the rupture. A syringe was attached to pull negative and the balloon partially deflated. After several minutes the balloon fully deflated to successfully remove the catheter from the pt. No pt injury was reportedly associated with this incident.

Manufacturer narrative:
This report was incorrectly submitted on 10/2/96 as a malfunction MDR instead of a serious injury due to the alternative intervention that was performed.